Event description:
It was reported that post a stenting treatment procedure stent thrombosis occurred. In (B)(6) 2011, a lesion in the right renal artery was treated with an express renal sd stent. Following deployment the stent was considered well positioned and well apposed. The patient was discharged on antiplatelet medication to be taken for 3 months. In (B)(6) 2012, in-stent thrombosis of the previous implanted express renal sd stent was discovered. The thrombosis was treated with recanalization using another express renal sd stent. No further patient complications were reported and the event was considered resolved.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).